Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00567, 0002648920-2017-00568, 3007963827-2017-00258, 0001822565-2016-00088, 0001822565-2017-06366. Concomitant medical products: persona personalized knee system stem extension catalog # 42557000114, lot# 63106659. Persona personalized knee system femoral component catalog # 42500605601, lot# 62893996. Persona ve all poly patella catalog 425402000032 unknown, lot# 63029221. Persona stemmed 5-degree tibia catalog # 42532006702, lot# 62937448. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the it is reported that the patient is experiencing pain and movement of the patella to one side of the knee. Per additional information received the patient underwent a right knee revision procedure approximately one year post-implantation due to pain, physical limitations and the knee not functioning properly. During the revision procedure it was noted that the patient was implanted with the contralateral side components in the right knee. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Operative notes for primary surgery provided to the post market surveillance group and it indicates that a right tka was conducted, but the wrong femoral component implemented during primary surgery (left knee implemented instead of using right persona femoral) and femoral component is not compatible with tibial and articular surface. From provided information the root cause for alleged issue can be considered as possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event.